Event description:
The customer reported a pt death. The door to the pt's room was closed as alarms sounded. The nurses did not hear the alarms.

Manufacturer narrative:
(B)(4). The customer reported a pt death. The door to the pt's room was closed as alarms sounded. The nurses did not hear the alarms. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.